Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. Lens remains implanted. Problem resolved.

Manufacturer narrative:
B5- a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. An ac washout was performed and elevated iop and iris prolapse were noted. Medical management outside of standard protocol was administered. Pigment dispersion was reported. The lens was later exchanged, and the problem resolved. Claim #: (B)(4).

Manufacturer narrative:
B5 a health care professional reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was replaced and the problem resolved. If additional information is received a supplemental medwatch report will be submitted. H11: manufacturer narrative secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).